Manufacturer narrative:
Follow-up received on 08-sep-2015: the ptc investigation result was provided. Ptc global number is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced months of excessive bleeding/huge clots. A hysterectomy was scheduled. This event, interpreted as genital bleeding is listed in the reference safety information for essure. In this particular case, the bleeding was noticed the following year of insertion. Since the temporal relationship is suggestive and no alternative explanation was provided, the genital bleeding is assessed as related. This case is regarded as incident since a surgical intervention will be required. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there was no reason to suspect a causal relationship to a potential quality deficit based on this report. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015 (case# (B)(4), awareness date 11-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion inserts) inserted in (B)(6) 2013. Consumer reported that during procedure she felt horrible pain; it made her sick to her stomach and tears began pouring down her face. Doctor told her that the device malfunctioned while inside her and she had a device misplaced wherein he could not remove without additional damage. After a week, she was called to reschedule to insert device again. There was more pain, however, it went as designed and she left with 3 total coils in her body. One month after procedure, a test was done and confirmed that her tubes were completely closed. The following year (2014), she started noticing extreme fatigue, spotting during the month (which she never had before), cramping (never had before) and many other unexplained symptoms. She visited her doctor and it was determined that she had low testosterone. She began receiving the pellets, though, those quickly seen to fade and she was back to square one. There were days that she could not get out of bed. She experienced months of excessive bleeding, huge clots, 2 periods a month, excessive sweating, weight gain (she gained over 30lbs in 2 years), abdominal immediately bloated (she looked as she was 7 months pregnant), periods were most painful thing. She was bleeding through multiple tampons, pads and through clothes. Sex became not enjoyable because of the pain and bleeding. She also had sharp pains in back. She was scheduled to have a hysterectomy on (B)(6) 2015. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced months of excessive bleeding/huge clots. A hysterectomy was scheduled. This event, interpreted as genital bleeding is listed in the reference safety information for essure. In this particular case, the bleeding was noticed the following year of insertion. Since the temporal relationship is suggestive and no alternative explanation was provided, the genital bleeding is assessed as related. This case is regarded as incident since a surgical intervention will be required. No active follow-up will be pursued, as this case was identified during health authority website monitoring.